Manufacturer narrative:
Exact date unknown, event occurred one year ago from the date the manufacturer became aware of the event. Explant date: one year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 17854079.

Event description:
It was reported that the patient experienced pain at the ipg site and the stimulation was inadequate. The patient underwent an explant procedure. All device components were explanted and will not be returned.